Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the battery failure alarm on (B)(6) was due to an internal battery fault.

Manufacturer narrative:
The controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that during annual preventive maintenance after initial startup, the console displayed a red battery failure alarm. No patient was involved.